Manufacturer narrative:
Device evaluation visual inspection: a visual inspection showed the cutter advanced within the housing and the distal flush tool located (dft) over the distal assembly. The dft was removed and the housing was inspected. The coiled housing showed bending distal the cutter window. No other damages or anomalies could be identified. The clear strip was removed from the specimen vial and identified the material as likely pet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone to treat multiple calcified plaque lesions with 60-90% stenosis in the proximal/mid/distal left superficial femoral artery (sfa) and the popliteal artery. Artery diameter was reported as 5mm. Little tortuosity was reported. A 6fr non medtronic sheath and a 5mm spiderfx was used. The IFU was followed. The vessel was not predilated. It was reported that during the second cleaning of the device an issue occurred, and the physician had a problem closing the device. It was successfully closed and re-inserted into the patient. It was reported that it was used successfully. During the third cleaning of the device, it would not flush and a 2cm piece of plastic was pulled from the inside of the nosecone using tweezers. The procedure was completed by using three drug coated balloons. No patient injury was reported.